Event description:
The hickman in question was placed on (B)(6) 2012. Nursing note on (B)(6) 2012 reports that dlh is covered by a pressure dressing and that a small amount of blood has tracked down out of dressing. On (B)(6) 2012 pressure dressing was changed at patient's request and there was a slight ooze from site. Both lumens flushed well and there was +blood return. On (B)(6) 2012 dhl with +blood return, but some itching under dressing. On (B)(6) 2012 rn noted leaking from catheter when flushing-on blood return. This continued until catheter was pulled on (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.